Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels (500 mg/dl). Reportedly, luer lock may have been leaking. Customer was treated with intravenous insulin and fluids, and anti-nausea medication. Customer was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.